Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that a (B)(6) female was being resuscitated due to endocarditis. The needle was placed in the subclavian vein. During insertion of the spring wire guide (swg), it would not pass through the 18 ga x 6.35 cm needle. The device was removed and another kit opened. A delay of a few minutes was noted. There is no reported patient death, injury or complications noted. The patient outcome is noted as "fine." Additional information received on (B)(6) 2011 from the (B)(6) coordinator manager indicated that the dilator did not flow well over the swg. The intervention required was to insert another catheter and a delay of 15 minutes occurred. Reference MDR #3006425876-2011-00011 for the second event involving the same patient.